Event description:
The bravo capsule delivery system malfunctioned. The blue delivery deploy button at the very top of the device broke while attempting to release capsule. A normal procedure was followed. It appears to be a equipment malfunction. The doctor was notified that handle was broken and the capsule was released using internal workings of the handle. There was no apparent injury to the patient.